Event description:
Complainant alleged that during training by facility staff, the device inappropriately prompted a "plug in cable" message when electrode pads were attached. Complainant indicated that they tried several sets of electrodes with the same result. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.